Event description:
Customer reported they received a wash concentrate pack that was leaking. No injuries were reported.

Manufacturer narrative:
No product was returned for evaluation; accordingly, no conclusion can be drawn. This is one of two medwatch reports being submitted as the customer reported two devices involved. Reference the below MDR numbers for all associated events. 2050012-2010-00434, 2050012-2011-07318. This reportable event was identified during a retrospective review of complaints conducted between january 1, 2008 and october 23, 2010 for additional reportable events.